Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array, and the surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
External equipment was reportedly exchanged, however, the issue did not resolve. Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical test from being performed. The device passed the electrical and mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly refusing to wear the device due to discomfort. Programming adjustments were made, however, the issue did not resolve. The recipient was advised to discontinue device use. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical test from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of pain with headpiece placement and tolerance issues could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed all of the electrical tests performed. This is the final report.